Manufacturer narrative:
The aso was retained by the hospital and is not expected to be returned. Aga also requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.

Event description:
According to the initial information received, a (B)(6), male patient was undergoing repair of his atrial septal defect when the device embolized. The defect was sized using echo and measured 38-39mm. As a 38mm amplatzer septal occluder (aso) was being implanted, it embolized. The patient was referred for immediate surgery to extract the aso and the patient was stabilized. The embolization was blamed on the patient's unstable rims; no allegation was made against the device.